Event description:
This is a spontaneous case report received from a physician in united states on 12-jan-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert), lot number c35239, inserted on (B)(6) 2015 for permanent contraception. Physician reported that hysterosalpingogram was performed at 3 months post insertion, on (B)(6) 2015, and showed patient's right coil expelled into uterine cavity. Event was ongoing and essure was not removed. Follow up information received on 19-jan-2016: essure was inserted on (B)(6) 2015. The right tube coil was inserted without difficulty; with 4-5 visible coils. The left tube there was a web of endometrial tissue over the os, but essure inserter passed easuly and the marker was visualized to deploy the coil, after inserter was removed the web covered the os so no coils were visible. On (B)(6) 2015, the hsg (hysterosalpingogram) showed the left tube coil in correct position and the tube occluded. The right coil was displaced into the uterine cavity so did not reach the isthmus of the tube, the right tube was patent. Follow-up received on 19-jan-2016: no new information. Follow-up information was receive don 25-jan-2016. No new clinical information. Follow-up information received on 10-feb-2016 - perforation questionnaire provided: the patient's history included gravida 3, para 3 and previous intrauterine device. Concurrent conditions included normal weight. The patient was on depo provera when essure was inserted (last injection on (B)(6) 2015). Her last delivery was not a c-section and she was not breast-feeding. Cervical dilatation and analgesia were applied (toradol, hydrocodone and ativan). The insertion was easy, as well as the visualization of tubal os. Fluid loss was less than 1500cc and the procedure took less than 20 minutes. There were no complaints immediately after insertion. On (B)(6) 2015, x-ray was performed and showed left coil in correct position. Right coil was displaced into uterine cavity and right tube was patent. Patient had no symptoms. Hsg was also performed on (B)(6) 2015. Removal attempt of essure was planned to 16-feb-2016. Follow up 07-mar-2016: no new information received. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that right coil has expelled/dislocated into uterine cavity. The left coil was in correct position. A removal attempt of essure was planned. The reported event was considered serious and listed in the reference safety information for essure. In this case, the reported event was diagnosed about 3 months after essure insertion. However, the exact date and mechanism were not known. Based on its nature, a causal relationship cannot be excluded. This case was upgraded to incident since device removal was required. A product technical analysis is being sought.

Manufacturer narrative:
Upon internal review performed on 11-jul-2016, it was noted that source documents received on 30-dec-2015 and 02-mar-2016 were attached to a wrong case by mistake. Information was then added to this case and the initial receipt date was updated from 12-jan-2016 to 30-dec-2015. Physician states that just got a confirmation test report on a patient whom she placed essure on (B)(6) 2015. According to reporter, it shows the coil correctly positioned and tube occluded on the left. On the right however, the report states that coil is displaced into the uterine cavity so it does not reach the isthmus of the tube. The right tube spilled immediately. Health care professional reviewed her procedure note from patient insertion. The right side went without difficulty and 4-5 coils were visible. The left side had a web of endometrial tissue over the os, but health care professional was able to pass the inserter without trouble and was able to see the markers to deploy the coil. Once physician removed the inserter, however, the web covered the os so she could not see any coils. Health care professional wonders now though if the os might have been farther away under that web than she thought. According to her, this is not the side that "expelled" the coil according to the hysterosalpingogram (hsg) though, and she remembers very clearly that it was the patient's left side that had the web issue. In addition, physician informed that could get the films to confirm the sides if needed and states that, in her understanding from the essure guidelines, an attempt of removal and re-insertion of an essure coil is not recommended in this situation and that she need to recommend the patient to have bilateral laparoscopic or some other form of contraception. Health care professional asks whether this is recommended in this case, or is it worth trying to repeat the procedure. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that right coil has expelled/dislocated into uterine cavity. The left coil was in correct position. A removal attempt of essure was planned. The reported event was considered serious and listed in the reference safety information for essure. In this case, the reported event was diagnosed about 3 months after essure insertion. However, the exact date and mechanism were not known. Based on its nature, a causal relationship cannot be excluded. This case was upgraded to incident since device removal will be required. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical event and a quality defect.

Manufacturer narrative:
Follow up 25-apr-2016: quality-safety evaluation of ptc. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is a known possible undesirable event and is not necessarily indicative of a quality defect. The technical assessment conducted unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical event and a quality defect. Follow-up received on 11-may-2016 updated quality-safety evaluation of ptc with ptc global number (B)(4) received without major changes. Company causality comment this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that right coil has expelled/dislocated into uterine cavity. The left coil was in correct position. A removal attempt of essure was planned. The reported event was considered serious and listed in the reference safety information for essure. In this case, the reported event was diagnosed about 3 months after essure insertion. However, the exact date and mechanism were not known. Based on its nature, a causal relationship cannot be excluded. This case was upgraded to incident since device removal will be required. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical event and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs